Manufacturer narrative:
Corrected data: in the initial MDR, section g4, date received by manufacturer was inadvertently populated as 7/28/2020. New information was received on 8/10/2020 that the lens was explanted; thus the reported event has been determined to be reportable with a new aware date. Section g4 in the initial report should have been populated with 8/10/2020 as the date received by manufacturer. Section g4: date received by manufacturer: 8/10/2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Partial catalog#: unknown, as serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: product evaluation was not performed because the product has not yet been received. If product is received after initial closure, the ir and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: unable to perform the manufacturing records review as no serial number was received. Historical data analysis: unable to perform the complaint historical review as no serial number was received. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (iol) was explanted from the patient''s right (od) eye due to visual disturbances, spiderweb appearances and starbursts. This iol is replaced with a zcu300 (tecnis toric iol, diopter 22.0, and serial number is unknown). No additional surgical intervention was required, and no patient outcome was provided.